Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after taking the cap off the hs iii proximal seal aortic cutter, the device fired in the nurse's hand. The hospital did not have another hs iii proximal seal device; a sidebiting clamp was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).